Event description:
It was reported that there was high capture thresholds on the right ventricular (rv) lead. On (B)(6) 2021 the physician elected to cap and replace the rv lead. The patient condition was stable.